Manufacturer narrative:
Product complaint # (B)(4). (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A simple knee arthrolysis turned into a full revision case. The instruments are kept at the hospital sterile, but the implants are kept at the (B)(4) j&j office, so I called the implants over the hospital via express courier, proceeding with the revision reconstruction in the mean time. The implant set had recently been to a regional centre and had arrived back to the (B)(4) office but had not yet been checked in, as there were no planned knee revisions using that set this week. The implant set arrived after the surgeon had finished the bone preparation for the implants, and I went to collect the required implants, only to discover that one bin of implants had not been returned from the previous hospital, and so the femoral implant required was not there. The surgeon implanted the tibial component and the tibial insert, and left the femoral trial insitu and closed the patient's knee. A second procedure will be performed tomorrow to implant the definitive femoral component. If other, describe --> revision of total knee replacement, was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 20, action taken when event occurred? --> close the patient's knee with femoral trial in situ, was procedure successfully completed? --> no, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, if no, explain --> femoral trial left in situ overnight. Definitive femoral implant to be implanted tomorrow., patient status/ outcome / consequences --> yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)?--> patient requires second procedure, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> yes, if yes, describe --> patient requires second procedure, is the patient part of a clinical study --> no, ip-00924088 device property of -->none, device in possession of -->none by checking this box I certify that all information that are known/available has been disclosed. If any new information will be made available, the additional information will be submitted through cst.--> true.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination, therefore the reported event could not be confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
A simple knee arthrolysis turned into a full revision case. The instruments are kept at the hospital sterile, but the implants are kept at the (B)(6) office, so I called the implants over the the hospital via express courier, proceeding with the revision reconstruction in the mean time. The implant set had recently been to a regional centre and had arrived back to the christchurch office but had not yet been checked in, as there were no planned knee revisions using that set this week. The implant set arrived after the surgeon had finished the bone preparation for the implants, and I went to collect the required implants, only to discover that one bin of implants had not been returned from the previous hospital, and so the femoral implant required was not there. The surgeon implanted the tibial component and the tibial insert, and left the femoral trial insitu and closed the patient's knee. A second procedure will be performed tomorrow to implant the definitive femoral component.